Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70e, serial: (B)(4), batch: 7072401.

Event description:
It was reported that following a trial procedure, the patient was experiencing excruciating pain and was having an elevated blood pressure. The patient was administered with intravenous pain medicine.